Manufacturer narrative:
The reported issue of device malfunction could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 02/14/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that device was giving error message. Cleaned the air in line sensor and it tested good. Per customer, no further information will be provided, including patient demographics and no products will be returned. There is no patient information.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that device was giving error message. Cleaned the air in line sensor and it tested good. Per customer, no further information will be provided, including patient demographics and no products will be returned. There is no patient information.